Event description:
Djirng a coronary stenting procedure, the product did not cross the lad lesion. The physician found that the stent was deformed. There was no reported pt injury. The product was clinically used. Review of the completed product analysis report indicated that the proximal stent struts were uplifted.